Manufacturer narrative:
A ge service representative performed an on site investigation. The battery was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system would not boot up, and the transmitter would not calibrate. These issues resulted in a total loss of navigation functionality. There is no report of injury or death associated with this event.